Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 102, 383, 340mg/dl. Tests were done within 17 minutes with a difference of 58%. Patient did not experience any adverse events. No further information has been reported.